Event description:
Information obtained identifies the unknown procedure was completed without delay and with a similar device.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no image displayed occurred due to failure of the charged coupled device (ccd). The cause of the faulty ccd could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed and found to be due to a faulty charge-coupled device (ccd). Additional evaluation findings were as follows: a cut on the cable, a smashed connector and broken seal, and the device failed the leak test. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that there was no image on the hd camera head during reprocessing. There was no patient involvement.